Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report could not be replicated. Log review showed the device operated on external power without a battery, resulting in a "printer offline" message. During the event, three shutdowns were recorded, two due to low voltage and one due to loss of power connection. The device passed all functional tests using multiple test batteries. Although the original battery was not returned, a zoll field representative inspected it at the customer site and found the battery latch was stuck on one side, preventing full seating in the x series device. The battery was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.